Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Duirng procedure, at third inflation, it was noted that the balloon ruptured at 9atm. The procedure was completed with another of same device. No patient complications were reported.